Event description:
Reportedly, during an ECG examination on (B)(6) 2021, non-physiological signals were continuously recorded on the ECG. It could be noise; however, since the cycles were regular, the physician is wondering whether it is a device malfunction or noise as it looked like pacing spikes. During the examination, the patient was lying down on the tablet and no equipment that could be a source of emi was found in the vicinity.